Event description:
Caller alleging imprecision issues. On 05/15/2013: inratio: 1.8, lab: 5.0. On (B)(6) 2013, inraio: 1.3 and lab 4.3. Time between testing on both days one hour. Pt's therapeutic range unk.

Manufacturer narrative:
Investigation pending.